Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/19/2023, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock anchor broke upon insertion. The surgeon punched again and used a new ar-2324bcc biocomposite swivelock. Then while using an ar-4570 fiberstitch, the first anchor was deployed upon opening the package. A new fiberstitch was used to complete the case. This was discovered during an rcr and cuffmend procedure on (B)(6) 2023. Additional information received on 4/20/2023: part of the broken swivelock anchor could not be retrieved. The ar-4570 fiberstitch was used to fixate the graft for a cuffmend procedure. The case was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.